Event description:
It was reported the implants used broke during a rotator cuff repair. Pieces were left in the patient. No further patient information was provided at the time of this report or made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned and the complainant's event could not be verified. Device history record review shows nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the event could not be determined from the information available and without device evaluation.